Event description:
It was reported that on (B)(6) 2014 the customer was hospitalized while on her insulin pump. The hospitalization was not diabetes related. The customer's blood glucose level at the time of the event is unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).